Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. An investigation of cyclers lots delivered to the customer for the product were reviewed and a serial number was not able to be determined.

Event description:
Medical records were received from the patient's nurse which revealed that the patient had a right inguinal hernia with repair.